Event description:
It was reported that the stenoscop system "just shut down" [crashed] during a case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu was not reading the operating software. Identified the need to reload the proper c-mos and reboot the system. The system was tested and found to be working as intended, and placed back into service.